Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient mentioned that the no device found / trouble connecting the implant was resolved through replacement of controller.

Event description:
It was reported that the intellis controller for pain stimulation implantable pulse generator began behaving erratically for approximately one month, requiring consistent resets to function prior to complete failure. The controller could no longer be reset by removing and reinserting the lithium battery, and it did not operate with aa batteries. A "no device found" message was displayed on the controller, and connection to the implantable neurostimulator could not be established. The user was unable to progress past passive recharge mode, with the last successful charge of the implanted neurostimulator occurring several days prior. During attempted charging, connectivity numbers changed abnormally, such as displaying 68 even when the paddle was not near the implant and jumping unexpectedly when moved. The issue persisted despite using two different rechargers. Passive charging assessments were performed with both rechargers, and all appeared to react normally during assessment, but the issue was not resolved. The controller required replacement due to persistent issues. No patient complications have been reported as a result of this event. Patient called back and repeated previously documented information. Patient confirmed they got the replacement controller and they were having the same symptoms with the original controller. Agent had patient reset the controller with ac power supply; patient confirmed controller powered on and a green solid light was above the screen. Controller showed set up screen then controller showed connect the recharger. Agent instructed patient to start a charge session; controller showed no device found then implant went into passive recharge mode with numbers 28-61-78. Patient repositioned the recharger and the middle number increased to 75. After a couple minutes, controller showed 90% and implant 60% recharging with excellent quality. Agent asked and patient confirmed they were having trouble connecting to their implant wirelessly with the recharger. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.